Event description:
On 10/3/96 the pt was accidentally extubated. When the tube came out it was observed with an airless cuff. When the pt was examined on 10/4/96, the tracheal tube cuff was discovered to the loosing air causing a gurgling sound. The cuff pressure was checked in the am and was found holding 19cm h2o. When it was rechecked later that day the cuff pressure was measured at 16cm h2o.